Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3005334138-2020-00548. After a paroxysmal atrial fibrillation ablation procedure, a blood clot was noted to be attached to the electrode 7. An echocardiogram was performed after the procedure, and no floating substance/material like a blood clot was found in the left atrium and there were no adverse consequences to the patient.